Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and stated the customer's insulin pump suspended, based on a sensor reading of 4.2 mmol/l while the customer's actual blood glucose was 6.6 or 6.6 mmol/l. The customer also received calibration error alerts. Customer was about to go to bed and it was advised to turn off the sensor and reconnect old sensor in the morning. It was also advised to call back if the sensor still was not responding after turning it off and back on.